Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle strips were reviewed, and the dhrs showed the freestyle strips passed all tests prior to release.   Retain testing was performed for freestyle strips and all units performed within specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered is based on the customer's report of "2 weeks ago". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc device. The customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. Customer experienced symptoms described as "felt dizzy and almost fell out due to loss of consciousness" and was unable to self-treat. Customer had contact with a healthcare professional at emergency room who obtained a blood glucose reading of 503 mg/dl and provided unspecified dose of lantus injection as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.